Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced after 30 months of implant duration for normal battery depletion. The returned device was tested at guidant's reliability assurance laboratory where device history was reviewed. Engineering calculations confirmed that the device fell short of longevity expectations, provided actual clinical use.